Manufacturer narrative:
(B)(4).device evaluation: the reported condition of a damaged battery alarm was confirmed and reproduced during product evaluation. The root cause was identified as depleted main batteries as a result of use error. The main batteries and battery harness were replaced to correct reported condition. The user interface module software version is 5.09.90.a follow-up report will be filed if any additional details become available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently awaiting evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Event description:
The facility representative reported a colleague infusion pump with a damaged battery alarm. The event was reported to have occurred during programming/set-up in biomed service. This condition had the potential to interrupt delivery. According to the hospital representative, no patient involvement, injury, or medical intervention had been reported related to the device. The user interface module software version is unknown at this time. No additional information is available.